Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log file downloaded from the returned controller (serial number: (B)(4)) and reproduced during testing. The downloaded log file contained approximately 1 day of data ((B)(6) 2019 per the timestamp). The log file captured a driveline disconnect alarm associated with the controller atypically entering run mode on (B)(6) 2019 at 10:26:51; prior to this event, the log file captured the controller first being connected to power and operating in charge mode without issue for approximately 20 minutes. At 10:28:10 on (B)(6) 2019, a controller fault alarm activated due to fuse b in the controller being open; this alarm remained active for the remainder of the log file. The controller was then shutdown and restarted several times, operating in charge mode each time while power was connected. The log file then captured an additional atypical driveline disconnect alarm associated with the controller going into run mode. The alarm was resolved again by shutting down and restarting the controller. The controller then operated in charge mode for the remainder of the log file. No other notable alarms were active in the log file. The returned system controller was connected to a test power module/system monitor and a controller fault alarm activated. The controller was then connected to a test pump and a driveline power fault alarm was active; however, the alarm did not affect the controller¿s ability to operate the pump. The controller operated the pump at the set speed without issue during testing. Evaluation of the returned controller confirmed that fuse b was compromised. The compromised fuse was replaced and the controller was reconnected to a test power module, system monitor, and pump with no alarms active. After replacing fuse b, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event was determined to be caused by a damaged fuse; the fuse becoming damaged may have been related to the controller atypically going into run mode, however, this could not be conclusively determined through this analysis. The root cause of the damaged fuse and of the controller atypically going into run mode could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ section 2 ¿how your heart pump works¿, under subsection titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. Subsection "the backup system controller" provides an overview of the backup system controller and instructions on how to maintain the backup system controller's readiness. Heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline power fault and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a backup controller that was being prepared for a patient's discharge showed a yellow wrench controller fault alarm. The backup battery was installed and the language, date, and time were all set. The controller was replaced.